Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-op device check, the right ventricular (rv) lead pacing impedance was high and undefined. The patient also experienced palpitations. An x-ray was performed and the rv lead appeared to be properly inserted into the header of the cardiac resynchronization therapy defibrillator (crt-d). The pocket was opened to visually examine the lead and no lead issues were observed. It was observed that the crt-d set screw was not fully tightened. The physician tightened the set-screw and noted that more turns than expected were needed to tighten the screw. The rv lead impedance returned to a normal range after the set screw was properly tightened. The crt-d remains in use. No further patient complications have been reported as a result of this event.